Event description:
It was reported that the housing of the cadiere forceps instrument was separated. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the housing was not separated from the chassis, however, there is a diagonal gouge mark at one of the rear housing corners. The luer plate is dislodged from the chassis and pushed into the back-end. The chassis feature that retains the luer plate is broken on one side of the inner wall. The flush port may have been loaded non-axially during cleaning, causing the chassis to break. There is also a .500 inch by .200 inch piece missing from the chassis above the bipolar insert hole. The bottom plane of the chassis has a deep scratch mark diagonally across the rear corner. Angle of the housing and chassis damage are similar, suggesting the instrument may have been wedged between something and was forced out. Evidence suggests instrument was mishandled. One of the rear grip input dogs is not subflush to the bottom plane of the chassis, making instrument installation and removal difficult. Engineering also observed the main tube has material removed at the distal end. Damaged area is parallel to the tube axis. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional information is received.